Event description:
The customer reported the x-ray overtime appeared when testing spot film. The user does not use spot film. This error indicates weak batteries. Customer will attempt to charge batteries and have them replaced if they do not charge. Also the physicist wrote them up for x-ray over time failure and a small artifact on side of screen.